Manufacturer narrative:
The implicated product is a port with an attachable open-ended 9.6 fr catheter in a peel-apart percutaneous introducer sys. The product rec'd for eval is a port with an attached 9.6 fr catheter segment. The complete assembly measures 9.7 inches long. The exterior of the port and a portion of the catheter outer diameter have been stained or colored with an unk reddish agent. The coloration covers the port and extends distally on the catheter approx 3.9 inches from the port's most proximal point. A lot history review reveals no related mfg issues and no similiar complaints. The complaint of subcutaneous leakage is unconfirmed. Tactile, functional and microscopic examinations could not locate any leaks. Fibrin sheaths can form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the distal tip and traveling back up the catheter through the capsule created by the fibrin sheath. Fibrin sheaths may be dissolved using available medications such as urokinase. The cause for the stain on the port and catheter is unk. Although the complaint sample was rec'd from the complaint source with the red stain present, the user indicates only decontamination occurred between explantation and device return. No colorations or dye studies had been performed. No staining of the port stem lumen or catheter inner diameter is observed and effectively rules out discoloration by an infusate while the device was implanted.

Event description:
Placed 6/25/97. Each time chemotherapy was administered, swelling was noted but went away after treatment. After last treatment, the swelling didn't go away so the oncologist ordered removal. The port was removed on 11/19/97.